Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the pump was programmed for tpn (total parenteral nutrition) delivery, with a 181.8ml/hr continuous rate, a 2000ml vtbi (volume to be infused), for a duration of 11 hours and a container size of 2080ml. No further programming parameters were provided. On an unspecified date and time, the patient reported that approximately 300ml remained in the container instead of the expected 40-50ml. The patient reported the therapy was resumed using a second pump. After two days in use, the patient reported a constant alarm condition in the second pump. The patient then placed the first pump back into use. The patient reported the first pump remained in use for several months with no delivery accuracy issues. On an unspecified date and time, the patient stated again the first pump delivered less medication than expected. The pump was removed from clinical use. It was not specified if the therapy was resumed using a third pump. The patient reported that "the short delivery did not cause any discomfort." The patient was able to take food and fluids orally. There was no reported delay in therapy critical to this patient. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/- 5%). The pump history was downloaded at the service center. The customer did not provide an event date; therefore the history cannot be utilized to evaluate the reported problem. Review of the device history showed no unusual entries. (B)(4).